Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned damaged with the insulation breached, blood ingress on the proximal conductor and the coil distorted. The outer insulation breach is likely the cause for the electrical complaints.

Event description:
It was reported that the right ventricular (rv) lead exhibited post-operative loss of capture and inappropriate sensing due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.